Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure (batch no. B02271) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hay fever. Previously administered products included for gastroprotection: omeprazole 20 mg; for hives: desloratadine aurobindo. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), arthralgia ("pain in left hip down to knee"), sleep disorder ("sleep disorders"), headache ("headache"), breast pain ("constantly painful breasts"), menstruation irregular ("irregular menstruation"), mood swings ("mood swings"), fatigue ("always tired"), poor quality sleep ("poor sleep"), abdominal distension ("bloating sensation/ strangely enlarged abdomen"), disturbance in attention ("concentration problems") and memory impairment ("forgetfulness") and was found to have weight increased ("weight gain without any reason"). On an unknown date, the patient experienced rosacea ("rosacea") and urticaria ("hives"). The patient was treated with cannabidiol (cbd oil) and surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, fibromyalgia, arthralgia, sleep disorder, headache, breast pain, menstruation irregular, mood swings, fatigue, poor quality sleep, weight increased, abdominal distension, disturbance in attention, memory impairment, rosacea and urticaria had not resolved. The reporter considered abdominal distension, abdominal pain, arthralgia, breast pain, disturbance in attention, fatigue, fibromyalgia, headache, memory impairment, menstruation irregular, mood swings, poor quality sleep, rosacea, sleep disorder, urticaria and weight increased to be related to essure. The reporter commented: various physical complaints developed after this treatment. Since then I have had follow-up treatments. As a result of the complaints I have been hindered in my normal daily functioning and I suffer damage. Had an appointment with general practitioner on (B)(6) 2020 for referral for removal of essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: date of essure removal was provided, the incident category was upgraded and the action taken with drug was updated. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a 34-year-old female patient who had essure (batch no. B02271) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hay fever. Previously administered products included for gastroprotection: omeprazole 20 mg; for hives: desloratadine aurobindo. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), arthralgia ("pain in left hip down to knee"), sleep disorder ("sleep disorders"), headache ("headache"), breast pain ("constantly painful breasts"), menstruation irregular ("irregular menstruation"), mood swings ("mood swings"), fatigue ("always tired"), poor quality sleep ("poor sleep"), abdominal distension ("bloating sensation/ strangely enlarged abdomen"), disturbance in attention ("concentration problems") and memory impairment ("forgetfulness") and was found to have weight increased ("weight gain without any reason"). On an unknown date, the patient experienced rosacea ("rosacea") and urticaria ("hives"). The patient was treated with cannabidiol (cbd oil) and surgery (removal of essure). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, fibromyalgia, arthralgia, sleep disorder, headache, breast pain, menstruation irregular, mood swings, fatigue, poor quality sleep, weight increased, abdominal distension, disturbance in attention, memory impairment, rosacea and urticaria had not resolved. The reporter considered abdominal distension, abdominal pain, arthralgia, breast pain, disturbance in attention, fatigue, fibromyalgia, headache, memory impairment, menstruation irregular, mood swings, poor quality sleep, rosacea, sleep disorder, urticaria and weight increased to be related to essure. The reporter commented: various physical complaints developed after this treatment. Since then I have had follow-up treatments. As a result of the complaints I have been hindered in my normal daily functioning and I suffer damage. Had an appointment with general practitioner on (B)(6) 2020 for referral for removal of essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2020: updated quality safety evaluation of ptc; patient age added after additional internal review of available information. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 34 year-old female patient who had essure inserted (lot no. B02271) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of hay fever. Previously administered products included: desloratadine and omeprazole. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014 she experienced abdominal pain (seriousness criteria medically important and intervention required), fibromyalgia ("fibromyalgia"), arthralgia ("pain in left hip down to knee"), sleep disorder ("sleep disorders"), headache ("headache"), breast pain ("constantly painful breasts"), menstruation irregular ("irregular menstruation"), mood swings ("mood swings"), fatigue ("always tired"), poor quality sleep ("poor sleep"), abdominal distension ("bloating sensation/ strangely enlarged abdomen"), disturbance in attention ("concentration problems") and memory impairment ("forgetfulness") and was found to have weight increased ("weight gain without any reason"). Essure was removed on (B)(6) 2020. An unknown time later she experienced rosacea ("rosacea"), urticaria ("hives"), back pain ("intense (chronic) pain in back"), amnesia ("memory loss"), hypersensitivity ("allergic reactions"), premature menopause ("early menopause") and heavy menstrual bleeding ("a change in their menstrual cycle also occurred. The change was often accompanied by abnormally heavy blood loss") and was found to have hormone level abnormal ("a change in their menstrual cycle also occurred. The change was often accompanied by hormonal problems /hormonal adverse effects"). The patient was treated with cbd oil (cannabidiol) as well as surgery (removal of essure). At the time of the report, the back pain, amnesia, hypersensitivity, premature menopause, hormone level abnormal and heavy menstrual bleeding had resolved and the abdominal pain, fibromyalgia, arthralgia, sleep disorder, headache, breast pain, menstruation irregular, mood swings, fatigue, poor quality sleep, weight increased, abdominal distension, disturbance in attention, memory impairment, rosacea and urticaria had not resolved. The reporter considered abdominal distension, abdominal pain, amnesia, arthralgia, back pain, breast pain, disturbance in attention, fatigue, fibromyalgia, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, memory impairment, menstruation irregular, mood swings, poor quality sleep, premature menopause, rosacea, sleep disorder, urticaria and weight increased to be related to essure administration. The reporter commented: various physical complaints developed after this treatment. Since then I have had follow-up treatments. As a result of the complaints I have been hindered in my normal daily functioning and I suffer damage. Had an appointment with general practitioner on (B)(6) 2020 for referral for removal of essure. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 03-feb-2023: events back pain, hips pain, headache, fatigue, memory loss, heavy menses, hormonal problems, allergic reactions, early menopause were added. Event outcome updated to recovered resolved. Reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.